Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread broke during surgery for product (B)(4) and it's not possible to use it.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened units. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Tested the linear pull tensile strength of the samples received and the results fulfill the requirement of the united states pharmacopeia (usp). Tested the knot pull tensile strength of the samples received and the results do not fulfill the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the specifications of the OEM. Actions on product: replace this code/batch to the customer or a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.